Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as peritonitis onset, the patient was hospitalized and treated with injection cefazoline (1gm, once a day, intraperitoneal, for 1day) and injection vancomycin (1gm, stat, intraperitoneal) . The following day, the patient was treated with injection ceftazidime (1gm, once a day, intravenous, ongoing) for peritonitis. At the time of this report, the patient remains hospitalized and had not recovered from peritonitis. It was reported that one day after event onset, pd therapy was discontinued, the pd catheter was removed, and the patient was shifted to hemodialysis (ongoing). No additional information is available.

Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported that the on an unknown date, the antibiotics treatment were discontinued and the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.